Event description:
The customer called technical support (ts) reporting that during preventative maintenance, while performing a battery test, they unplugged the device to switch to battery, now when in normal operation unit switched from ac power to dc power. Unit will not stop until unit is powered down and plugged in while off. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the part number for the pm board for replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.